Event description:
Reportedly a 7000tfx, 27mm was implanted on (B) (6) 2010. There was a minor perivalvular leak detected by tee performed near the anterolateral commissure as a result of heavy calcification of the annulus and stiffness of the prosthesis. Defect closed with small pericardial (bovine) patch, which is considered a surgical intervention, not reoperation. Leak eliminated. Required re-institution of cardiopulmonary bypass. Full recovery before the patient left the operating room. Operative report is provided.

Manufacturer narrative:
X-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.